Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During procedure, the sidecar sheath detached into the doudenum. The detached part was left to pass naturally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.